Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced pain, shocking sensation, numbness and overstimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.